Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was receiving radiation therapy and corrupt diagnostic data post treatment was discovered. Upon interrogation of the implantable cardioverter defibrillator (ICD) after treatment, ¿bit flip¿ and invalid data was noted. The ICD was reprogrammed and remains in use; however, technical engineers report that it may take several programmer sessions before all the rate histogram and sequence data is shown. In addition, the clinician should continue to keep the radiation dose to the ICD under the recommended limit if possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.